Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The closure device was deployed successfully. During assessment of release criteria, transesophageal echocardiogram (tee) revealed a mobile thrombus on the distal face of the closure device. After release and implantation of the closure device, an attempt was made to aspirate the thrombus into the was however the thrombus remained attached to the closure device. The patient was administered heparin intravenously over the next twelve hours. The patient was observed for 24 hours post-op and no mental status changes were observed. The patient was reported to be doing fine and no patient complications were reported. The patient was expected to be discharged.